Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 23-jul-2024 and forwarded to millyard advanced medical products, llc on 24-jul-2024. The hospital nurse reported that the patient was admitted via the ER due to a pump failure. The patient had been off remodulin since early that morning, but went back to bed with the alarm going off. It is unknown if troubleshooting occurred. The status of the backup pump was not reported. No adverse side effects were reported. Pump and remote replacements were sent. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.